Event description:
Pt was implanted with the instrumentation on 06/06/90. Explantation was performed on 05/24/91. S1 screws were noted to have had some mild loosening (1-2 turn). Reactive bursa and scar material around the hardware was noted. Psuedoarthrosis was noted.